Event description:
The customer received questionable results for patient samples and quality control material for elecsys vitamin d total gen. 2 assay and the elecsys total psa immunoassay on the cobas 8000 e 602 module. The customer provided data for four patient samples with questionable results. Of these four samples, one had an erroneous vitamin d result and a second sample had an erroneous total psa result. The initial erroneous results were reported outside of the laboratory. The samples were repeated and the repeat results were believed to be correct. Corrected reports were issued for the sample results. The first patient sample initially resulted with a vitamin d value of 97 ng/ml. The sample was repeated on a different analyzer, resulting with a value of 43 ng/ml. The second sample, from a (B)(6) male patient, initially resulted with a total psa value of 10.54 ng/ml. The sample was repeated on an unknown analyzer, resulting with a value of 14.05 ng/ml. The patients were not adversely affected. The vitamin d reagent lot number was 366706. The total psa reagent lot number was 340176. The reagent expiration dates were asked for, but not provided. The field service engineer determined that the sample probe was faulty. The probe was not being washed correctly. He replaced the sample probe. He adjusted and aligned the probe and liquid level detection. The customer ran controls; all results met specifications.

Manufacturer narrative:
The calibration was acceptable. The qc recovery was within acceptable range. There was no indication for a performance issue of reagent. The alarm trace showed abnormal sample aspirations. The root cause was determined to be the sample probe.